Manufacturer narrative:
Further information was requested but no information was received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited noise that was oversensed by the device and led to an inappropriate mode switch. No intervention was performed. There were no patient consequences.